Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that the catheter from a wayne pneumothorax catheter set or tray kinked and occluded. On day 8 of admission, the 73-year-old male patient was treated for purulent pleural effusion related to congestive heart failure with mid-axillary placement of a wayne pneumothorax catheter. The procedure was performed in the intensive care unit. The device was successfully placed in the desired location, confirmed by x-ray, and attached to active wall suction. Initiation of drainage was successfully achieved. Saline was instilled into the chest tube at some point during indwell time. On the day 10 of admission (2 days post-procedure), the patient experienced chest tube kinking and tube blockage/obstructed lumen. The kinking was treated with tube manipulation and repositioning with the kink no longer visible on x-ray. The tube obstruction was treated with saline flush twice daily to remove sediment and for reduced output despite being connected to continuous wall suction. The event resolved on day 16 of admission (8 days post-procedure), and a competitor's catheter was placed. The patient was discharged 24 days after admission. A lot number or a rpn was not provided. A sales search for wayne devices sold in USA in the last 3 years identified the rpn c-utpty-1400-wayne-112497-imhas the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU packaged with the device contains the following information relevant to the reported failure: ¿11. Secure catheter in position at the entry sight by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the paint¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient¿s skin with tape, suture, or catheter securement device.¿ based on the information provided, no device return, and the results of the investigation, cook concluded that it is possible unintended use error was the cause for this event. The instructions for use contain instructions for the proper securement of the device. It is unknown how the device was secured to the patient or where the catheter kink occurred. The occlusion likely occurred due to the device kinking. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt h3 - device evaluated by mfg? Device not returned to the manufacturer this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a wayne pneumothorax catheter set or tray kinked and occluded. On day 8 of admission, the 73-year-old male patient was treated for purulent pleural effusion related to congestive heart failure with mid-axillary placement of a wayne pneumothorax catheter. The procedure was performed in the intensive care unit. The device was successfully placed in the desired location, confirmed by x-ray, and attached to wall suction (active suction). Initiation of drainage was successfully achieved. Saline was instilled into the chest tube at some point during indwell time. On the day 10 of admission (2 days post-procedure), the patient experienced chest tube kinking and tube blockage/obstructed lumen. The kinking was treated with tube manipulation and repositioning with the kink no longer visible on x-ray. The tube obstruction was treated with saline flush twice daily to remove sediment and for reduced output despite being connected to continuous wall suction. The event resolved on day 16 of admission (8 days post-procedure), and a competitor's catheter was placed. The patient was discharged 24 days after admission.